Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 21681m, reader sn (B)(4)). Customer received two positive binaxnow covid-19 ag tests following the false negative event. The customer reported they had symptoms but no known covid-19 exposure. Cartridges were stored according to the instructions for use.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. False negative results were reproduced during the investigation. The issue was monitored by technical operations, however, further root cause analysis of false negative results did not provide additional information. Root cause is undetermined.